Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. It was observed that both connector collars of the extension cable was broken and returned leaving both inner component part exposed. Three small pieces of plastic were detached from the inner component part of the cable. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break/cord break".

Event description:
The hospital reported post procedure for an endoscopic vein harvesting, hemopro2 extension cable cord broke while being disconnecting.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported post procedure for an endoscopic vein harvesting, hemopro2 extension cable cord broke while being disconnecting.